Event description:
As reported, the 2.5mm 30cm saber percutaneous transluminal angioplasty (pta) balloon tip had leakage. A crack or leak was discovered upon opening and inspection. The procedure was completed by switching to a new balloon. There was no reported injury to the patient. The product was stored properly and removed from the hoop, protective balloon cover, and sterile packaging without difficulty. No damage was noted before use. The device did not maintain negative pressure during preparation and was not used in the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 2.5mm 30cm saber percutaneous transluminal angioplasty (pta) balloon tip had leakage. A crack or leak was discovered upon opening and inspection. The procedure was completed by switching to a new balloon. There was no reported injury to the patient. The product was stored properly and removed from the hoop, protective balloon cover, and sterile packaging without difficulty. No damage was noted before use. The device did not maintain negative pressure during preparation and was not used in the patient. The device will be returned for evaluation. The returned non-sterile saber 2.5mm30cm 150 device was visually inspected, and no external damage was identified on the balloon or luer hub upon unpacking. Functional testing was performed using an inflator/deflator device per established procedure. During inflation testing, a loss of pressure was observed, which was traced to a leak at the luer hub caused by a fine crack visible only under magnification. Microscopic inspection revealed fatigue striations consistent with tensile overload of the hub material. The condition prevented balloon inflation since the pressure could not be maintained. All other observed characteristics of the device were within specification, and no additional anomalies were detected during analysis. The reported ¿balloon ¿ leakage¿ was not seen during evaluation; however, subsequent findings of a luer hub cracked condition was discovered during the product evaluation. The exact cause of the event cannot be determined; however, handling factors during preparation such as over-tightening cannot be excluded as a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 2.5mm 30cm saber percutaneous transluminal angioplasty (pta) balloon tip had leakage. A crack or leak was discovered upon opening and inspection. The procedure was completed by switching to a new balloon. There was no reported injury to the patient. The product was stored properly and removed from the hoop, protective balloon cover, and sterile packaging without difficulty. No damage was noted before use. The device did not maintain negative pressure during preparation and was not used in the patient. The device will be returned for evaluation.